Manufacturer narrative:
No information has been received to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available

Event description:
It was reported that the pump exhibited constant beeping. No patient injury reported.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Replace defective downstream occlusion sensor. The cause of the reported problem could not be determined. Product is beyond a year from manufacture date of 2021-04 and there was no indication of a manufacturing defect during the investigation, so a DHR (device history review) was not performed. A service history review identified this device has not been in for service previously. Corrected data: d4: correction: model number: 6400.